Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine device change-out due to normal eri, it was noted that under fluoroscopy, there may- be externalized conductors on the lead. The electrical measurements were normal. The lead remains implanted. On further review of x-ray, fluoro and cine, the conductors do not appear to be externalized.